Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly and audio anomaly. The customer¿s blood glucose level was unknown. Customer stated that the last time she changed her insulin pump and goes to rewind it appears like it is dragging and it is taking a long time to rewind also it was makes a abnormal noise when it rewinds. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected rewind or dragging noise anomalies noted. Device passed self test. No unexpected audio tone anomalies noted. The motor was tested outside of the device and passed. (B)(4).